Manufacturer narrative:
The reported issue of high impedance could not be confirmed due to explant damage. Returned lead extensions were damaged beyond functional testing. No root cause was identified for the reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-00409. It was reported the patients extensions displayed high impedance. As a result surgical intervention was undertaken wherein the extensions were explanted and replaced. During the procedure it was noted that both of the extensions were fractured. Surgical intervention addressed the issue.